Manufacturer narrative:
(B)(4). Date sent: 10/18/2024. D4 batch #: unknown. Additional information was requested and the following was obtained: was this procedure converted to an open procedure? I dont believe so. Are there any plans to locate the piece? My understanding is the piece was removed. Will the patient need to go under anther surgical procedure to remove the electrode tip cleaner? Not sure what cleaner you mean. If yes, when is that procedure scheduled to take place? Was there any change in the patient care as a result of this event? Not to my knowledge. What is the current patient status? Information not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, that during a lap total hysterectomy, the doctor noticed that the lower part of the jaw was not attached to the enseal device. It was decided as a result an xray would need to be done. Once the xray was taken the object was noted in the upper right quadrant, an additional xray was taken later in the lateral position. A second enseal device was opened to completed case. No additional patient harm reported.